Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress applied to distal end, small gap was generated in light guide (lg) lens and lg-lens glue, and dirt and moisture entered inside of lg-lens from the gap. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation, the leakage and electrical safety tests were performed and there were no faults. Additional findings include the following: the forceps raising angle was out of standard value due to wear of the forceps elevator; the light-guide lens was cracked; the connecting tube was buckled; the air/water cylinder and suction cylinder had discoloration; the electrical connector had corrosion; and the adhesive around the objective lens had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the alberrahn lever [forceps lever] was cracked on the evis exera duodenovideoscope. There was no report of patient harm associated with this event. The device was returned and evaluated, and the light-guide lens had foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.